Manufacturer narrative:
There is no complaint console or serial number attached to this complaint. Due to lack of case details, no data logs, and no product returned the root cause cannot be determined. The following have been reported incorrectly or missing from manufacturer device report . E4 should have been marked yes h7 medwatch number missing medwatch report attachment missing.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The family member of a cardiac patient in california reported a user medwatch (ref# mw5159126). The daughter reported upon "potential medical negligence" and multiple adverse events that occurred to the patient supported by a 5.5 pump for 3 weeks of his hospitalization. There was reported ami, pleural effusion, tachycardia, cgs, kidney disease, possible systemic complications. No direct allegation against the impella causing the harms is made, but rather the medwatch speaks to the use of the 5.5 despite the recall is noted.